Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the kv was off preventing the system from producing a image. This was a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.